Event description:
Healthcare professional reported right side "rupture" and " multiple prominent lymph nodes are demonstrated in the right axilla, suggestive of siliconoma". The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos red particles material was found on the shell/gel and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of silicone migration, granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, silicone migration, and granuloma.

Event description:
Healthcare professional reported right side "rupture" and "multiple prominent lymph nodes are demonstrated in the right axilla, suggestive of siliconoma". The device has been explanted.